Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, he was just sitting in the living room and the cgm readings on the app were 299 mg/dl then after a while the patient passed out and the wife check the app and the cgm reading was 119 mg/dl. They were not able to take a bg reading. No treatment or medication was provided and relatives just immediately called 911. When the ambulance arrived, they took a bg reading which was 37 mg/dl and the cgm reading was 98 mg/dl. The patient was treated with intravenous (IV) fluids and glucose. The patient was taken to the hospital and arrived at 5:45 pm approximately and was treated there with dextrose d10, 2 IV bags (unspecified), and medications for nausea. They performed blood tests at the hospital. The patient was discharged on the same day. At the time of the report, the patient was feeling ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values by paramedics fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.